Manufacturer narrative:
A patient experienced pain at ipg pocket site was reported to abbott. It was also determined therapy was turning on/off inadvertently, unable to turn therapy off in pc app. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address both issues. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at ipg pocket site and the ipg was also turning off randomly. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address both issues.